Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿

Event description:
It was reported that a patient enrolled in the (B)(4) underwent a total knee arthroplasty on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2013 due to instability. The polyethylene bearing was removed and replaced with a thicker bearing. No further information has been provided.